Event description:
It was reported that a patient has decreased vision due to white spots on the intraocular lens (iol). Further, the left lens has a multitude of tiny, white, discrete spots, diffusely covering the posterior surface of the lens. A yag capsulotomy, date unknown, did not help. The patient indicated, that in her opinion, the white spots are affecting her daily life and that her vision is much dimmer and she needs to adjust her glasses. Her vision is 20/30 -2 and her best corrected visual acuity (bcva) is 20/30 +1. The doctor believes the patient's symptoms may be attributed to her age. The doctor is not planning a secondary surgery at this time due to the patient's advanced age. The exact date of the incident/onset of the symptoms was not provided.

Manufacturer narrative:
The manufacturing records were reviewed. The documentation and testing presented in the manufacturing record were found within product specifications. No deviation or nonconformance (ncr) related to the customer claim was generated. The review of the documentation for slit lamp inspection of silicone lens inspection showed that all the lenses sampled had an acceptable haze level. No deviation or nonconformance was reported. In manufacturing, the lenses are 100% measured for diopter power, resolution, and contrast. No iol power (diopter) issues were reported when this lot was completed. At the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses. No deviation or assignable cause was identified for the claim of ¿visual disturbance¿ when this production order was completed. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that could be related to the complaint type. No other investigation has been received for this production order (p/o). A review showed no adverse trend for this complaint type and model. The documentation showed that the production order was manufactured according to specifications. Placeholder.

Manufacturer narrative:
To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.